Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. Nonconformance us1079404 refers to an incorrect label placement on carton issue. This ncr is unrelated to the reported issue. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during surgery the console for piezoelectric system left-hand side of the instrument was working intermittently with the hand piece, and that they switched to the right-hand side of the console. There are two hand-piece ports on the power console therefore the surgery was able to be completed without delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the device required evaluation. The repair technician reported test ok as the reason for repair. The cause of the issue is unknown. The device was sent to the vendor for inspection. This item passed synthes final inspection and will be returned to the customer upon completion of packaging. The evaluation was unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It has been further reported the cause of the console reported to not be working on the initial medwatch report was the foot pedal. The foot pedal has been added to the complaint and is being reported as 2 of 2 for this event this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.